Event description:
It was reported that during surgery the fast fix second peek implant was not leaving the positioner, when it was trying to be removed the peek released into the joint. It was finally extracted using the grasper. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: one 72202468 fast-fix 360 curved needle delivery system device intended for use in treatment, was returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1, t2 and suture were not returned. The device displayed no damage. The needle displayed no damage. The depth limiter was attached. The device was cycled and actuated as expected. No root cause related to the manufacture of the device was confirmed. There was no evidence to suggest that product from this family did not pass requirements upon release for use. Complaint history review indicated a similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Manufacturer narrative:
H10 h6 the reported fast-fix 360 curved needle delivery system, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence.